Event description:
It was reported that during use in a patient, an EverFlex Entrust stent was deployed in the left common iliac artery and was not deployed in the target location, with inaccurate delivery and proximal malposition. The blue sheath was reported as not securely connected to the strain relief, the stent only partially deployed, and catheter handle separation occurred during use in the patient; the handle was deliberately broken open to fully deploy the stent. The stent covered the distal lesion but landed high up in the commoniliac where it was undersized. The target lesion was described as calcified, and an anatomical abnormality of calcification was reported. The vessel was pre-dilated with a 6x150 IN.PACT device and post-dilated with 8x80 Evercross and 10x40 Mustang devices, and ballooning with a 10 mm balloon in the common iliac was attempted to improve wall opposition due to undersizing at the landing zone. The stent remained implanted and was reported as deployed higher than anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.